Event description:
It was observed that during the device evaluation, the bronchovideoscope had the image black out during angulation (no image). There was no patient involvement.

Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope had the image black out during angulation (no image). Based on the results of the investigation, the most likely cause was component failure do to stress/handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device